Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
The patient's spouse reported that the patient had passed away. The patient passed away with the device in his butt cheek. Not long after he had it he merely fell back onto the bed one night and the stimulator snapped away from the battery. The patient bled internally from it and after 3 days in ICU he came home. He was too weak to put to sleep to have it repaired so he had to suffer with the battery in his buttocks til he passed away. The battery was quite bulky and as he lost weight it was painful to lay on that side for too long of a time. The patient went through a lot of hustle with the stimulator from day one. Indications for use noted as: multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.